Manufacturer narrative:
A field service engineer (fse) was dispatched to customer site. The fse did not confirm the haze, however confirmed the allegation of odor. The oil filter screw was tightened to resolve the odor/smells issue. Unit meets specifications and was returned to service on 06/16/2016.

Event description:
A customer reported an event of odor and haze emitting from the sterrad(tm) 200 sterilizer. The affected load was not released and there was no report of any injuries or human reactions. The customer discontinued use of the unit and left the room. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.

Manufacturer narrative:
(B)(4). Asp investigation summary: the investigation included a review of the device history record (DHR), failure mode and effects analysis (fmea), and system risk analysis (sra). The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. The fmea revealed the risk priority number (rpn) is at an acceptable level. The sra shows the risk for odor/smells to be "low." No parts were returned for evaluation. The assignable cause of the odor/smells issue was due to a loose oil filter screw that needed tightening. The issue was resolved at the customer facility. Asp will continue to track and trend this issue.